Event description:
Mother applied band-aid to her child's elbow. Child went into anaphylactic shock with hives, vomiting and diarrhea and passed out. He was transported by ambulance to the emergency room but was not admitted. Received prescription for epi pen, zyrtec and cortisone.

Manufacturer narrative:
Evaluated complaint data across this product. No trends identified. This report is considered closed unless additional relevant information is received.